Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that "big pit broke when he was trying to take off the faucet. Was very hard bone."